Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 11am with a high blood glucose level of 938 mg/dl. The customer was treated for their blood glucose with IV drip. The customer did not wear the insulin pump during their hospital stay. It is unknown what caused the high blood glucose levels. The customer is currently on insulin pens. The customer did not return the product back for analysis.